Manufacturer narrative:
The reported inability to interrogate with the device was confirmed in the laboratory and was due to of re-installing device firmware with incorrect version. After reloading the original firmware, electrical and mechanical tests indicated normal device functionality. There were no device anomalies found. A longevity calculation was performed and found to be within expected limits. The cause of the reported field event was incorrect version of device firmware that was re-installed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a device check, the device could not be interrogated. Several programmers were used to establish communication with the device but was unsuccessful. The decision was made to explant the device, and the device was replaced. Patient was stable.